Event description:
Additional information was received indicating that the patient informed the physician of the vocal cord paralysis and that the physician's office did not know who or where the diagnosis came from. No additional information was provided.

Event description:
It was reported that the pt was diagnosed with vocal cord paralysis. The physician reported that the paralysis may be related to the pt's tracheotomy or the pt's asthma. It is not clear however, when the diagnosis was made or if vns contributed to the vocal cord paralysis. Attempts for add'l info have been unsuccessful to date.